Manufacturer narrative:
The customer was sent a replacement breast pump. On (B)(6) 2015, a medela clinician spoke with the customer, at which time she stated that she is no longer taking antibiotics and her mastitis is resolved. Her breast pump appears to be functioning properly. Customer is taking diflucan and applying apno to her nipples to treat a yeast infection. Baby is no longer showing signs of thrush and no longer being medicated with nystatin. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that her pump in style breast pump had low suction and possibly contributed to her developing mastitis as well as, thrush for her and her baby. She was diagnosed by her doctor and was treated with an antibiotic, diflucan, nystatin and apno.